Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 28-year-old female patient who had essure (batch no. A34127) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seasonal allergy in 2010, headache, paresthesia, itching, acne, anxiety disorder, eczema, endometriosis, fibromyalgia, hypertension, renal disease, ovarian cancer, osteoporosis, depression and pregnancy. Previously administered products included for an unreported indication: ibuprofen from 2010 to (B)(6) 2019, orthotricyclen from (B)(6) 2011 to (B)(6) 2011, errin from 2010 to 2011 and yaz. Concurrent conditions included sinusitis since (B)(6) 2016, vitamin d deficiency since 2015, morbid obesity, chronic cervicitis, nausea and pruritus. Concomitant products included alprazolam from 2014 to 2017, erythromycin (errin), ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2012 to (B)(6) 2013 and sertraline from 2014 to 2017. On (B)(6) 2012, the patient had essure inserted. In april 2013, the patient experienced fatigue ("fatigue"), migraine ("migraines / headache") and headache ("migraines / headache"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 1 year 4 months after insertion of essure. On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with alprazolam (xanax), sertraline hydrochloride (zoloft) and surgery (hysterectmony with bialteral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, fatigue, headache and abdominal pain outcome was unknown, the vaginal haemorrhage, dysmenorrhoea, depression and anxiety had resolved and the migraine was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: dates of live birth: (B)(6) 2010, (B)(6) 2012 (discrepancy noted, last live birth approximately 39 days following last live birth). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result- total bilateral occlusion.(pfs) (mr):impression: no extravasation of contrast into the peritoneal cavity and no contrast within the fallopian.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: depression, anxiety, menorrhagia, dysmenorrhea, pelvic pain female most recent follow-up information incorporated above includes: on 18-oct-2019: new pfs received- lot number was added.outcome of events dysmenorrhea , anxiety from unknown to recovered/resolved were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. A34127) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seasonal allergy in 2010, headache, paresthesia, itching, acne, anxiety disorder, eczema, endometriosis, fibromyalgia, hypertension, renal disease, ovarian cancer, osteoporosis, depression and pregnancy. Previously administered products included for an unreported indication: ibuprofen from 2010 to (B)(6) 2020, orthotricyclen from (B)(6) 2011, errin from 2010 to 2011 and yaz. Concurrent conditions included sinusitis since (B)(6) 2016, vitamin d deficiency since 2015, morbid obesity, chronic cervicitis, nausea and pruritus. Concomitant products included alprazolam from 2014 to 2017, amoxicillin, erythromycin (errin), ethinylestradiol; norethisterone acetate (loestrin) from (B)(6) 2012 to (B)(6) 2013, hyoscine methobromide (methscopolamine bromide), lorazepam, meclozine hydrochloride (meclizine hcl), methylprednisolone, paracetamol (acetaminophen) and sertraline from 2014 to 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 1 year 4 months after insertion of essure. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"), migraine ("migraines / headache") and headache ("migraines / headache"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspateunia"). On (B)(6) 2014, the patient experienced depression ("psychological and psychiatric conditions-problem: depression") and anxiety ("psychological and psychiatric conditions-problem: anxiety"). In (B)(6) 2015, the patient experienced libido decreased ("hormonal changes describe: decreased libido"). The patient was treated with alprazolam (xanax), sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety had resolved, the fatigue, headache, abdominal pain, dyspareunia and libido decreased outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, libido decreased, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: dates of live birth: (B)(6) 2010, (B)(6) 2012 (discrepancy noted, last live birth approximately 39 days following last live birth) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result- total bilateral occlusion. (Pfs). (Mr):impression: no extravasation of contrast into the peritoneal cavity and no contrast within the fallopian. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: depression, anxiety, menorrhagia, dysmenorrhea, pelvic pain female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: pfs received. Event dyspareunia, decreased libido added. Onset dates for events added. Outcome for events were updated. Concomitant drugs added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seasonal allergy in 2010, headache, paresthesia, itching, acne, anxiety disorder, eczema, endometriosis, fibromyalgia, hypertension, renal disease, ovarian cancer, osteoporosis and depression. Previously administered products included for an unreported indication: ibuprofen from 2010 to (B)(6) 2019, ortho tri cyclen from (B)(6) 2011 to (B)(6) 2011 and errin from (B)(6) 2010 to 2011. Concurrent conditions included sinusitis since (B)(6) 2016, vitamin d deficiency since 2015, morbid obesity, chronic cervicitis, nausea and pruritus. Concomitant products included alprazolam from 2014 to 2017, erythromycin (errin), ethinylestradiol; norethisterone acetate (loestrin) from (B)(6) 2012 to (B)(6) 2013 and sertraline from 2014 to 2017. In 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 1 year 4 months after insertion of essure. On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines/headache"), headache ("migraines/headache") and abdominal pain ("abdominal pain"). The patient was treated with alprazolam (xanax), sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, fatigue, headache, anxiety and abdominal pain outcome was unknown, the vaginal haemorrhage and depression had resolved and the migraine was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result- total bilateral occlusion. (Pfs). (Mr) :impression: no extravasation of contrast into the peritoneal cavity and no contrast within the fallopian. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: depression, anxiety, menorrhagia, dysmenorrhea, pelvic pain female. Most recent follow-up information incorporated above includes: on 31-may-2019: pfs & mr received. Case become incident. Injury nos replaced with new events. Reporter's information was added. Patient's demographics were added. Date of insertion was updated. Date of removal was added. Added event abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue, migraines, headaches, pelvic pain, abdominal pain, depression, anxiety. Updated outcome of events: vaginal bleeding, depression from unknown to recovered/ resolved, migraine from unknown to recovering/resolving. Medical history, historical condition, concomitant drug, concomitant drug, treatment drug, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 28-year-old female patient who had essure (batch no. A34127) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seasonal allergy in 2010, headache, paresthesia, itching, acne, anxiety disorder, eczema, endometriosis, fibromyalgia, hypertension, renal disease, ovarian cancer, osteoporosis, depression and pregnancy. Previously administered products included for an unreported indication: ibuprofen from 2010 to (B)(6) 2019, orthotricyclen from (B)(6) 2011, errin from 2010 to 2011 and yaz. Concurrent conditions included sinusitis since (B)(6) 2016, vitamin d deficiency since 2015, morbid obesity, chronic cervicitis, nausea and pruritus. Concomitant products included alprazolam from 2014 to 2017, erythromycin (errin), ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2012 to (B)(6) 2013 and sertraline from 2014 to 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), migraine ("migraines / headache") and headache ("migraines / headache"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 1 year 4 months after insertion of essure. On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with alprazolam (xanax), sertraline hydrochloride (zoloft) and surgery (hysterectmony with bialteral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, fatigue, headache and abdominal pain outcome was unknown, the vaginal haemorrhage, dysmenorrhoea, depression and anxiety had resolved and the migraine was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: dates of live birth: (B)(6) 2010, (B)(6) 2012 (discrepancy noted, last live birth approximately 39 days following last live birth) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result- total bilateral occlusion. (Pfs) (mr):impression: no extravasation of contrast into the peritoneal cavity and no contrast within the fallopian.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: depression, anxiety, menorrhagia, dysmenorrhea, pelvic pain female . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.